Manufacturer narrative:
The manufacturer attempted to follow up for further information, but was not able to obtain confirmation of the event by the hospital, or other details about the case. As the device was not available for analysis, and the serial number is unknown, no device investigation can be performed. As such, the root cause of these event cannot be determined. Unable to follow up; not returned.

Manufacturer narrative:
The manufacturer is trying to obtain more information about the incident and the device to further investigate. If further information is received, appropriate investigative actions will be taken. Two other cases are separately reported with ref (B)(4). Device disposition not presently known.

Event description:
Manufacturer was notified via newspaper journalist who reported results from a heart surgery convention that took place in 2016 in city of (B)(6). According to the report, he reported 3 death that took place after the implant of perceval heart valve out of 22 patients operated. The device was reported to be dislocated from its normal position to left ventricle 3-4 hours after surgery. Manufacturer is trying to obtain more information of the incidence and the device in order to further investigate.